Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50, (B)(4) and (B)(4), model description:st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
A returned product analysis indicated that the complaint has been confirmed. The clik anchor's eyelet was torn due to patient's fall. This in turn resulted in the reported lead migration. Visual inspection of the leads found evidence of minor necking at the suture site, which is a normal result of suturing. The leads are intact and no parts were missing.

Event description:
A report was received that during a lead revision procedure due to lead migration, it was discovered that an eyelet on the lead anchor was torn causing the migration. The physician also indicated that the leads had been kinked at the incision site and were pulling out of the epidural space. The physician replaced the leads and implanted new clik anchors.

Event description:
A report was received that during a lead revision procedure due to lead migration, it was discovered that an eyelet on the lead anchor was torn causing the migration. The physician also indicated that the leads had been kinked at the incision site and were pulling out of the epidural space. The physician replaced the leads and implanted new clik anchors.